Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The caller stated that she has been working with her doctor to adjust her basals and bolus amounts as well as type of insulin. Troubleshooting was performed. The customer mentioned that her glucose was increasing over the past few days. The customer feels that the insulin pump was functioning properly. Advised the caller that she may need a longer cannula. The customer stated that she does allow the insulin to come to room temperature before filling the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.